Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifefscan alleging the meter has apply sample issues. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported that beds present automatic activation of the engine of feet, without press the commands of the side rails, the problem is generated by conductivity in the connector left rail of patient. No injury reported. We did measures between pin 8 and 7 (thigh up), they present continuity in every moment. We removed the silicon present on the connector and problems fixed. If you want more information, we have pictures and videos with the problem.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pin 1 lifted high. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.